Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on unknown pfna-long, part and lot numbers are unknown. (B)(6). Hwc: additional product. (B)(4). Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Journal article received: ipsilateral basicervical femoral neck and shaft fractures treated with long proximal femoral nail anti-rotation or various plate combinations; wen-yue wang, lei liu, guang-lin wang, yue fang and tian-fu yang; journal of orthopaedic science (2010) 15:323¿330; reported: a retrospective study to compare the results of synthes devices, long proximal femoral nail anti-rotation (pfna-long) and various plate combinations for the treatment of ipsilateral basicervical femoral neck and shaft fractures between 2004 and 2008. Twenty one patients were treated: group I was comprised of 11 patients, average age 41 years, who underwent surgery with synthes devices cancellous lag screws or dynamic hip screws combined with compression plate fixation; group ii included ten patients, average age 43 years, who underwent surgery with pfna-long. The average follow-up time was 22.2 and 20 months for groups I and ii, respectively. In group ii, a 38 year old male patient experienced an intraoperative distraction of a femoral neck fracture after the insertion of the pfna-long nail. The distraction was reduced after the helical blade was inserted and locked and the fracture healed 20 weeks after surgery. X-rays were provided. No necrosis of the femoral head was noted at 14 months after surgery. The authors concluded that both methods of treatment are reliable choices for the treatment of ipsilateral basicervical femoral neck and shaft fractures. This report is for an unknown pfna-long nail. This is report 1 of 4 for complaint (B)(4).